Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2019, during a surgical implant procedure for a lead, the lead could not be placed due to scar tissue. In turn, the procedure was abandoned.